Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there were also issues experienced with the loading or firing of the clips and no clips were able to load properly into the jaws. In order to complete the case, they had to change new product. The event happens during the procedure but the product was not used to the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. One open sample from product 176625 was available for evaluation. Visual inspection noted that the device was partially applied with fourteen (14) clips out of twenty (20). Also, it was observed that feed spring was correctly assembled; clips were aligned and no clips were over each other at the tip of the device. Further inspection showed that cover plate ¿tabs¿ were at the correct location of the upper cartridge slot; no other visual condition of damage was observed in the instrument. Functional testing found that the device did not fired and it was dismantled in order to observe internal components of the instrument. A particle was noticed inside the ftr¿s instrument body. This particle was confirmed to be part of the right body. It was reported that the clips not loading properly. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.